Event description:
The reporter stated that the unit delivered 12% out of specification during testing in the customer's biomedical department. It was further stated that several delivery times and syringe sized were tested. There was no pt injury or treatment associated with this event.